Event description:
It was reported that a large volume infusor leaked from the medication port during the process of configuring the chemotherapy pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between march 14, 2024 ¿ march 15, 2024. The device with no fluid in the bladder and photo sample was received for evaluation. A visual inspection was performed on the photo sample, and the device¿s bladder containing no fluid and no image of a leak from the device¿s fill port were observed. A functional leak test was performed on the returned sample, and no leak was observed from the fill port. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..